Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. Electrical tests found an internal short. Multiple abrasions found on the inner insulation due to external forces were noted at 24.8 cm to 24.9 cm, 25.0 cm to 25.1 cm and 25.2 cm to 25.8 cm from the distal tip. Further testing found the cause of the internal short was due to inner insulation abrasions from external forces which would have led to the reported event of noise.

Event description:
It was reported that patient presented in the operating room for a right atrial lead revision procedure due to noise. A right atrial lead fracture was noted during the procedure. The lead was explanted and replaced. The left ventricular lead was tested and all measurements were within range. The physician elected to upgrade the chronic right ventricular lead; thus the lead was explanted and replaced. Post right ventricular lead removal, the left ventricular lead exhibited noise and loss of capture. Fluoroscopy revealed externalized conductors. The left ventricular lead was explanted and replaced. The patient was stable throughout.